Event description:
While the patient was on continuous renal replacement therapies (crrt), the blood warmer coil started smoking and burnt through the access blood tubing. The registered nurse immediately turned off the crrt machine and disconnected it from the patient. There was no harm to the patient manufacturer response for blood warmer, gambro (per site reporter). There is a recall for this product that addresses this potential failure. Manufacturer will offer remediation of such recall for all impacted devices free of charge. Prior letter of recall never made it to our facility.